Event description:
I have horrible pain in my stomach. I don't feel like getting out of bed, very heavy periods and I get bad headaches. It is painful to have sex, my stomach swells every night. I look like I'm 6 months pregnant. I gained weight and I can't get rid of the weight. I've gained about 60 pounds since essure. The worst mistake made. My family has lost valuable time with me because I'm in so much pain. I can't get up.